Manufacturer narrative:
A product investigation was completed: the returned devices were examined and the complaint conditions for the six t25 drivers and the matrix locking cap were able to be confirmed as each was found to be stripped. The polyaxial reduction head was tested with a known good locking cap which was able to be inserted/removed as intended; as such the complaint against the reduction head is unconfirmed. Finally the torque handle was found to have exceeded the manufactures expected device life of three years (manufacture date september 04, 2012). As such the device is unable to be recalibrated/repaired. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Relevant drawings for the returned instruments were reviewed (both current revision and from the time of manufacture): the design, materials and finishing processes were found to be appropriate for the intended use of each device. A device history review was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint conditions. The returned locking cap was examined and the complaint condition pertaining to the drive recess was able to be confirmed as the recess was found to be severely deformed. The observed condition would inhibit locking cap insertion and tightening. The returned screwdriver shafts were examined and the complaint condition of stripped was able to be confirmed in each instance as the driver tips were found to be deformed. No definitive root cause was able to be determined. The stripped failure modes (t25 drivers and locking cap) are consistent with the application of excessive force and/or attempted use with the driver was not fully engaged in the drive recess. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint conditions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 6, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) procedure at l2¿s1 on (B)(6) 2016. During the procedure, the surgeon placed a titanium (ti) polyaxial reduction head, but it did not achieve a solid connection with the matrix locking cap, which stripped. Another ti polyaxial reduction head and matrix locking cap were readily available for use. It was additionally reported that a stardrive shaft (long) became stripped while placing two (2) matrix locking caps. Then, during final tightening, two (2) straight tip drivers (long) and two (2) straight tip drivers (standard) stripped as well. The surgeon felt that the 10 nm torque limiting ratchet handle was breaking away prior to reaching 10 nm. The procedure was ultimately completed successfully with no reported delay or patient harm. The current status of the patient was reported as ¿fine.¿ no additional information is available. Concomitant devices reported: matrix locking caps (part/lot numbers unknown, quantity: unknown). This report is 3 of 6 for (B)(4).